Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. It was reported that occlusion alarms occurred. A supply change was performed to resolve the issue. Customer¿s blood glucose was 318 mg/dl

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of the cartridge alarm was verified, however for the occlusion alarm no failure was identified.